Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11390. It was reported, the pt no longer had stimulation, and was unable to charge her ipg. In addition, the pt reported the charging system antenna was getting hot while charging the ipg. The pt was advised of the charging recommendations, and a replacement charging system was sent to the pt.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.